Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of a broken screen was confirmed, the screen is shattered and there is also damage to the lcd, therefore the screen and lcd will have to be replaced. The root cause is due to use of the device.

Event description:
It was reported that the screen is broken. No other information provided, at this time.